Event description:
It was reported that a patient presented to clinic for follow up. Chest x-ray was performed and revealed externalized conductors on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Visual inspection found multiple internal insulation abrasion noted at 10.0cm to 15.5cm, 26.4cm to 27.0cm from the distal tip. External insulation abrasion noted at 15.7cm to 15.9cm and 28.2cm to 28.8cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.